Manufacturer narrative:
(B)(4). Device is unknown but referred to as a cook celect filter. Occupation is non-health professional. Investigation is still in progress.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2010. [Pt] has suffered damages as a result of cook¿s actions. In particular, the majority of the struts extend beyond the caval wall and at least one of the struts penetrates the distal duodenal wall". It is alleged that "[pt] is at risk for future progressive perforations by the celect filter which could further injure adjacent organs, blood vessels, and structures, as well as fracturing of the ivc filter and migration of the celect filter or pieces thereof. [Pt] faces numerous health risks, including the risk of death. [Pt] will require ongoing medical care and monitoring for the rest of her life. It is unknown if the filter can be retrieved by any means other than an open surgical procedure".

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: tilt, anxiety, fear, worry. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety, fear, worry are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2010 via the right internal jugular vein due to deep vein thrombosis (dvt). Patient is alleging vena cava perforation and organ perforation. The patient further alleges "I am worried because my ivc filter has tilted within my vena cava and with a majority of the ivc filter struts extending beyond the caval wall with at least one of the struts penetrating the distal duodenal wall. As such, I live with the continued anxiety and fear of having an ivc filter that could further fail at any time, but cannot be retrieved without a serious surgery." On (B)(6) 2020, report from CT (computed tomography): "finding of clinical concern is ivc filter which is appropriately positioned below the renal arteries. The tip of the filter is mildly tilted to the right. The majority of the struts extend beyond the caval wall with at least 1 intimately associated with the posterior wall of the distal duodenum, which is not visibly inflamed. No aortic perforation. The subjacent vessel is not collapsed to imply chronic thrombosis."